Manufacturer narrative:
Additional information : correction :a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed a tube was separated from the blood chamber. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified through photo inspection. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink y-type blood set, attached to the top of the filtered chamber, disconnected spontaneously, at the point of the drip chamber. The event occurred during a patient blood transfusion. There was no patient injury or medical intervention associated with this event. No additional information is available.